Manufacturer narrative:
The customer stated red line tubing had popped off. On(B)(6) 2011 a bci field service engineer (fse) found the remains of a large leak on the inside of the instrument and determined that the waste tubing from the active wash tower was unscrewed from the tower. Fse screwed the tubing into wash tower and ensured all other tubings were secure. Fse cleaned inside of the cta and primed the instrument 20 times with no leaks. The instrument was operational.

Event description:
A customer contacted beckman coulter inc. (Bci) hotline to report the close tube accession (cta) was flooded on the inside of the instrument and onto the front of the instrument. No injury or fumes were reported.